Manufacturer narrative:
Device analysis was possible as the controller was returned for benchtop analysis. The failure mode seen in the field was reproduced by field service. Root cause was a defective optical bench.

Event description:
The user facility reported a 70-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. Complainant in japan reported the automated impella controller (aic) had suction alarms due to an abnormality in the optical sensor. The pump position was confirmed. The aic was replaced, and this resolved the issue. No known patient harm or injury.